Event description:
It was reported that during implant procedure of right ventricular (rv) lead, there was no issue confirmed for the reported lead prior to insert. Data were measured at positioning of the rv with extracting the tip. Positioning site was changed as threshold value was high. The tip was retracted with about 5 times rotation. When the rv was pulled out, some tissues might be interfered and retracted with the tip. The tip was extracted naturally without doing anything. When the tip was retracted a bit, complete protrusion of the tip was observed. When the reported rv was pulled out, the tip was extracted and retracted, and the patient body position was changed each time. However, the rv could not be pulled out. The pinch-on tool was manipulated but the issue persisted. The reported rv was positioned at the site where it was initially attempted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.